Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Suspect medical device: product information currently unknown. Common device name: additional information has been requested but not yet received. Occupation: ir coordinator. PMA/510(k) #: unknown, as product information is currently unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the hub of a cook abscess drain separated from the shaft of the catheter. Additional information regarding the event , product, and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: on (B)(6) 2022, a representative from (B)(6) hospital, located in the city of (B)(6), reported to cook medical about an unknown cook drainage catheter separating or breaking at the hub. The hub of a cook abscess drain separated from the shaft of the catheter. No adverse effects to the patient have been reported. Additional information regarding the event was unable to be obtained. Reviews of documentation including the instructions for use (IFU), manufacturing instructions (mi), quality control procedures, and specifications of the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) for the ult drainage family concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint devices. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU supplied (t_multi_rev5) with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the limited information provided, no returned device, and the results of the investigation, cook concluded the root cause to be component failure without any design or manufacturing issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.